Manufacturer narrative:
B5: describe event was corrected. The reported complaint of the thermogard xp ivtm console displayed tcmid:01 (pump failed) error message was confirmed based on the event log review, but not confirmed during the functional testing. The root cause for the reported complaint was due to broken/ damaged components on the I/o printed circuit board (pcb). The damage found is characteristic of wear and tear for the life of the device. The thermoguard is a reusable device and was manufactured in june 2008, and it is more than 11 years old, well beyond its expected service life of 5 years. Unrelated to the reported complaint, several issues were observed during visual inspection of the ivtm system. It was observed that the screw at umbilical connector and priming switch cover were missing. Also, the white rollers were loose, possibly due to friction. In addition, discoloration was noted on the drip tray gasket, and the gasket was worn out as a result of wear and tear for the life of the device. The event log review showed multiple occurrence of tcmid: 01 (pump failed) error messages; thus, confirming the reported complaint. The thermogard xp ivtm system passed the initial functional testing. Unrelated to the reported complaint, solid state heater relay on the pic-16 board was measured at 2.8 m ohm. Acceptable resistance value should be measured greater than 3.3 m ohm. The root cause for the observed low resistance is due to the defective pic-16 board as a result of wear and tear for the life of the device. Upon customer's approval, all damaged and missing parts will be replaced, and the thermogard console will be subjected to functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard console with serial number (B)(6).

Event description:
During patient treatment, the ivtm thermogard console displayed tcmid:01 (pump failed) error message. The user could not clear the error message. The treatment continued using an alternative method. No consequences or impact to patient.

Manufacturer narrative:
The ivtm thermogard in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
During patient treatment, the ivtm thermogard console displayed mid:01 (post watchdog) error message. The error message could not be cleared. The treatment continued using an alternative method. No further information was available. No consequences or impact to patient was reported.